Event description:
The customer reported that falsely depressed concentrated calcium_2 (ca_2c) results were obtained on multiple patient samples on an advia chemistry xpt system. The initial results were not reported to the physician(s). The samples were repeated on an alternate instrument. The customer did not specify which instrument was used for the repeat testing. The repeat results were considered correct. The customer did not provide sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed concentrated calcium_2 (ca_2c) results were obtained on multiple patient samples on an advia chemistry xpt system. Quality control (qc) and calibrations were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, found the dilution tray was leaking and overflowing, and suspected that the leak dripped into adjacent cuvettes in dilution turntable tray (dtt). Then, the cse cleaned dilution reaction tray wash unit (dwud) dispense probes (nozzles) and performed wash maintenance. Further, the cse ran instrument with no further signs of fluid residue and ran qc, which recovered, acceptably. Siemens evaluated the event and concluded that dwud nozzles block issue potentially contributed to the falsely depressed ca_2c results the instrument is performing according to specifications. No further evaluation is required.